Manufacturer narrative:
The actual sample was returned in two pieces. Both of the wires that attach the basket to the handle assembly separated at a location inside the basket sheath; one of the wires was detached from the push rod and the other wire was separated at mid section. The evaluation determined the type of break observed could have occurred from excessive force being applied during a difficult stone removal procedure. A review of the device history record found a certificate of compliance certifying that this lot met all material and testing requirements. The IFU states: only physicians trained in stone manipulation should perform this procedure. A variety of techniques may be employed, however, the physician should use the technique most appropriate for the individual pt's situation. Inspect the device prior to use and during the procedure. Conventional use is to open the basket with the thumb slide. Pull the basket backward toward the object while slowly rotating the basket. Once the object has been captured, partially close the basket to secure the object for removal by pulling the thumb slide back. Simultaneously, withdraw the basket and ureteroscope from the urinary system. The IFU warns that some objects may be too large to be removed endoscopically using a retrieval device. The use of fluoroscopy and/or x-ray to determine the size of the object is recommended; do not use the bard dimension stone basket if the object is too large to be removed endoscopically. Potential complications that may result from the use a basket in an endoscopic urological procedure can include inability to disengage from irretrievable object. Baseline report previously filed. A field correction has been implemented and reported which consists of notifying physicians and hospitals of revisions to our existing instructions for use.

Event description:
It was reported that during a stone removal procedure, the basket ortion broke off where the basket joins the shaft and the basket remained inside the pt. The broken section was captured with biopsy forceps and dropped into the bladder, and then removed from the bladder with foreign body forceps. The stone was located just above the arteriovenous crossings as observed endoscopically. The stone was 7mm x 6mm and was broken up into pieces ranging from 3 to 4 mm long with a lithotripter (lithoclast). The stone was not lased and the basket was utilized once and articulated twice before it broke. The pt had no history of stones or urethral strictures. The impact to pt was given as "uneventful".